Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: on october 31, 2018, it was reported that the gears were sticking and the ratchet mechanism was broken. The event occurred during surgery. There was a delay with unknown time and there was harm reported. Alternative device was not used. Harvested graft was not able to be used and an additional graft harvest required from the patient. The graft slipped through the mesher and fell on the floor. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was may 3, 2016 where it was reported that the device was returned with no reported problem and the comb was replaced. This is not a related issue. Zimmer biomet australia has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet australia has not previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet australia has not previously repaired/evaluated skin graft mesher 3:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet australia has not previously repaired/evaluated skin graft mesher 4:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet australia on october 29, 2018 revealed that the cutters were transported in the sterilization case and were found loose in the box (photos in current repair report). The ratchet handle was jammed, no lubrication found. The calibration was within specifications and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) all produced an incomplete cut and were deemed non-repairable. The skin graft mesher was not repaired as the device functioned as intended and passed all required testing. It was inspected and tested. The ratchet handle was lubricated per the operator¿s manual instructions. The reported event that the gears were sticking was not confirmed since during the product review by zimmer biomet australia it was noted that the device was within calibration specifications and produced a passing sample mesh. The reported event that the ratchet mechanism was broken was confirmed since during the product review by zimmer biomet australia it was noted that the ratchet handle was jammed and no lubrication was found. The ratchet handle was then subsequently lubricated per the operator¿s manual instructions. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the device was within calibration specifications and produced a passing sample mesh. It was also noted that the ratchet handle was jammed and no lubrication was found. The ratchet handle was then subsequently lubricated per the operator¿s manual instructions. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the gears were sticking and the ratchet mechanism was broken. Event occurred during surgery. There was a delay with unknown time and there was harm reported. Alternative device was not used. Harvested graft was not able to be used and an additional graft harvest required from the patient. The graft slipped through the mesher and fell on the floor.